Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump delivered a bolus without user input. Review of the pump data logs by tandem technical support verified the bolus was manually entered. Customer acknowledged they may have accidentally entered values into the carbohydrates field instead of the blood glucose field of the bolus menu. Customer¿s blood glucose ranged between 114-262 mg/dl.